Manufacturer narrative:
The reported blood loss and the high venous pressue alarms have been attributed to access flow issues, which ultimately resulted in a clotted cartridge circuit. The facility informed nxstage there was stenosis of the patient's dialysis access, which has since been repaired. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide advises to perform rinseback in the event of an unrecoverable alarm or power failure before blood coagulation occurs. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator experienced unrecoverable high venous pressue alarms. Treatment was terminated without rinseback as the blood in the cartridge was determined to have clotted, which resulted in a 210cc blood loss. No medical intervention was required.